Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, leakage was confirmed immediately after saline lock and subsequent administration of IV fluids. Additional information: please confirm the lot number(s)? Unknown please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Unknown. Please confirm the make and model of the connecting product(s) to the maxzero? Thermo sure plug infusion line. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Damaged. Was there any patient harm? No. Was there an under infusion? Unknown.